Event description:
A malfunction alarm was reported with the display of malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.